Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that the pump displayed a low battery warning. She attempted to remove the battery cover using a knife. The knife slipped and accidentally cut her finger. Patient went to the hospital and she received 4 stitches for the wound on her finger. She was given a pain medication via injection at the hospital, the name and dosage was not provided. Patient did face elevated blood glucose reading due to stress and not receiving insulin as the battery in the pump eventually depleted. However, she was able to self treat her blood glucose and did not receive any treatment at the hospital for the elevated blood glucose readings. The battery cover will be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.